Manufacturer narrative:
(B)(4). Batch # u5a86e. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with five reloads present. The reloads (b and f) were received fully fired and with damage on cartridge deck. The reloads (c, d and e) were received fully fired and with no apparent damage. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Reload b: gst60d, t5e74y, fully fired with the cartridge deck damaged (staple plow) reload c: gst60d, t5e74y, fully fired. Reload d: gst60d, t5c34d, fully fired. Reload e: gst60t, t5dj30, fully fired. Reload f: gst60b, t5ee8l, fully fired with the cartridge deck damaged (staple plow) additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There was no further info received.

Event description:
It was reported that during a sleeve gastrectomy, surgeon used black cartridge for the first fire. Then used gold on the next three firings and finished with a blue. After each fire, the staple line looked very dry. It wasn't until about 10 minutes after the last firing when doctor went back to sew over the staple line when the oozing was seen along the entire staple line. As he made his way down the line towards the antrum, there was also a small squirting bleeder. It is unknown how the case was completed. It is unknown if there were any adverse consequences to the patient.